Event description:
The customer reported that the sys was losing images on the hard rive. It appears that this issue is intermittent and affects a single image. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated and the software was installed during the svc call. The system was tested and found to be working as intended and placed back into svc.